Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns a female patient (age not provided) whose knee blew up and had to aspirate and swelling of knee after receiving treatment with synvisc one. No concomitant medications and concurrent conditions were reported. It was reported that the patient had received synvisc one in the past. On an unknown date in 2015 (couple of weeks ago), the patient received intra-articular synvisc one injection at a dose of 6 ml, once (indication, batch/lot number and expiry date: not provided) in the knee. On an unknown date, after an unknown latency, the patient's knee blew up and the physician had to aspirate it. It was reported that the patient was given steroids in the knee. No detail about the knee that was injected or when the swelling occurred this time after the injection was performed (estimated within 24 hrs) was reported. Corrective treatment: aspiration; steroids for knee blew up and he had to aspirate and not reported for swelling of knee outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events additional information was received on 17-nov-2015. Global ptc number and ptc results were received. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns a female patient (age not provided) whose knee blew up and had to aspirate and swelling of knee after receiving treatment with synvisc one. No concomitant medications and concurrent conditions were reported. It was reported that the patient had received synvisc one in the past. On an unknown date in 2015 (couple of weeks ago), the patient received intra-articular synvisc one injection at a dose of 6 ml, once (indication, batch/lot number and expiry date: not provided) in the knee. On an unknown date, after an unknown latency, the patient's knee blew up and the physician had to aspirate it. It was reported that the patient was given steroids in the knee. No detail about the knee that was injected or when the swelling occurred this time after the injection was performed (estimated within 24 hrs) was reported. Corrective treatment: aspiration; steroids for knee blew up and he had to aspirate and not reported for swelling of knee. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both the events.